Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient received inappropriate defibrillation therapy due to far field p-wave oversensing on the right ventricular (rv) lead. An x-ray was performed and confirmed the rv lead was dislodged to the right atrium. The rv lead was repositioned to resolve the event and the patient was in stable condition. It is unknown if the dislodgement was due to a malfunction of the rv lead.